Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. (B)(4). Device evaluation: the rotablator console and foot pedal were received for analysis. Visual inspection revealed that the customer applied material - labels to the console and the void seal was broken. The dyna button on the foot pedal was damaged - rusting and there was a blood stain on the triple-bore hose. During functional testing of the console and foot pedal, the rotational speed in dynaglide mode was 72 krpm; the maximum turbine rotational speed reached was 230 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2010-00145, 2134265-2010-00144. Following arterial placement of an 8f sheath and introduction of a venous 6f sheath, placement of a pacemaker was performed. A guide catheter and rotawire floppy guide wire were advanced into the lad. Ablation was performed using a 1.25mm burr. After three successful advancements of the burr the rotablator suddenly came to a standstill while at full speed and being permanently activated through the foot-pedal. Several approaches to reactivate the rotablator failed because the device did not react. The patient complained of thorax discomfort. The burr had to be dawn manually. An angiogram showed a perforation of the medial lad. Attempt was made to close the perforation through balloon inflation. Echocardiography showed a pericardial tamponade. Simultaneously, the blood pressure dropped. Cardiopulmonary resuscitation was started at once. While performing cardiac massage, intubation and ventilation and administering catecholamines, radiologically and echocardiographically controlled pericardial puncture was performed. A 150ml haemorrhagic pericardial effusion were removed and echocardiography confirmed considerable reduction of pericardial effusion. Despite existent compromising pericardial tamponade, electrical activity continued to be pulseless so that resuscitation efforts were maintained. Further angiograms showed that the lcx was occluded which was resolved through balloon dilation. Due to recurrent ventricular fibrillation amiodaron was administered and defibrillation performed repeatedly (15 times). To support resuscitation lucas (external cardiac compressor) was used. A covered stent non bsc was placed in the main stem in continuity with the lcx in order to stop flow into the lad and at the same time stabilize the lcx. With dissection in the lcx distally to the covered stent. Non bsc stent was implanted in the lcx. Finally, timi iii flow was achieved. In the meantime, high catecholamine dosages succeeded in obtaining a spontaneous blood circulation. Iabp was used and contact to the cardiac surgeons established to investigate whether the lad could be supplied via acb. Emergency surgery was agreed upon and the patient prepared for transfer. After blood gas analysis metabolic acidosis was buffered using sodium bicarbonate. Echocardiography showed a high-degree reduction of systolic left ventricular function without evidence of haemodynamically relevant pericardial effusion. During these actions the patient experienced recurrent ventricular fibrillation with consecutive defibrillation and cardiac massage. However, the physician did not succeed in establishing a stable rhythm and circulation, at the same time inequality of the pupils was determined with dilation of the right pupil. After 90 minutes, resuscitation efforts were discontinued due to pulseless electrical activity and the patient died.

Event description:
Same case as MFR report #: 2134265-2010-00146, 2134265-2010-00144. Following arterial placement of an 8f sheath and introduction of a venous 6f sheath, placement of a pacemaker was performed. A guide catheter and rotawire floppy guide wire were advanced into the lad. Ablation was performed using a 1.25 mm burr. After three successful advancements of the burr, the rotablator suddenly came to a standstill while at full speed and being permanently activated through the foot-pedal. Several approaches to reactivate the rotablator failed because the device did not react. The pt complained of thorax discomfort. The burr had to be drawn manually. An angiogram showed a perforation of the medial lad. Attempt was made to close the perforation through balloon inflation. Echocardiography showed a pericardial tamponade. Simultaneously, the blood pressure dropped. Cardiopulmonary resuscitation was started at once. While performing cardiac massage, intubation and ventilation and administering catecholamines, radiologically and echocardiographically controlled pericardial puncture was performed. A 150 ml hemorrhagic pericardial effusion were removed and echocardiography confirmed considerable reduction of pericardial effusion. Despite existent compromising pericardial tamponade, electrical activity continued to be pulseless so that resuscitation efforts were maintained. Further angiograms showed that lcx was occluded which was resolved through balloon dilatation. Due to recurrent ventricular fibrillation amiodarone was administered and defibrillation performed repeatedly (15 times). The support resuscitation lucas [external cardiac compressor] was used. A covered stent non bsc was placed in the main stem in continuity with the lcx in order to stop flow into the lad and at the same time stabilize the lcx. With dissection in the lcx distally to the covered stent. Non bsc stent was implanted in the lcx. Finally, timi iii flow was achieved. In the meantime, high catecholamine dosages succeeded in obtaining a spontaneous blood circulation. Iabp was used and contact to the cardiac surgeon established to investigate whether the lad could be supplied via acb. Emergency surgery was agreed upon and the pt prepared for transfer. After blood gas analysis, metabolic acidosis was buffered using sodium bicarbonate. Echocardiography showed a high-degree reduction of systolic left ventricular function without evidence of hemodynamically relevant pericardial effusion. During these actions, the pt experienced recurrent ventricular fibrillation with consecutive defibrillation and cardiac massage. However, the physician did not succeed in establishing a stable rhythm and circulation, at the same time inequality of the pupils was determined with dilatation of the right pupil. After more than 90 minutes, resuscitation efforts were discontinued due to pulseless electrical activity, and the pt died.